Manufacturer narrative:
H10: per good faith effort (gfe) response received 08/30/2023, the biomedical (biomed) engineer confirmed that a 1124 ¿battery failed¿ error occurred and verified that the issue was resolved once the faulty battery was replaced. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery that was purchased did not work, and a battery failure alarm error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the battery that was purchased did not work, and a battery failure alarm error message was displayed-- the customer is now wanting to get confirmation on the correct battery for the ventilator. The rse provided the customer with the part number and price of the replacement internal battery for repair.